Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine home hemodialysis treatment, the operator noticed blood leaking from the cartridge. The operator terminated treatment without rinseback, resulting in a 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
The cartridge was returned to nxstage and was found to have a leak caused from a small hole in the tubing. The hole appears to have been caused by the tubing being pinched inside of the cycler door when the operator loaded the cartirdge. The user's guide instructs the operator to make sure that the tubing is out of the way of the door handle when loading the cartridge. The user's guide also states that the nxstage system one may not sense slow fluid leaks or blood leaks, and to visually inspect the system periodically for evidence of leaks. Nxstage reviewed the reported blood loss with the patient's facility. Will continue to monitor as part of the routine complaint process. Nxstage considers this report to be closed.